Manufacturer narrative:
(B)(6). One portex® suctionaid soft seal cuff tracheostomy tube was returned for analysis in used condition. Visual inspection was performed under normal conditions finding no discrepancies. A syringe was used to inflate the cuff, inflation line and pilot balloon of the sample as it was submerged under water in order to verify for leaks; leak was detected between pilot balloon and valve; bubbles were detected. Relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. A review of the manufacturing process was conducted, in order to verify that there are no situations or practices that could create the event as described in "description of non-conformance" section. Cuff assembly operation and inflation line assembly operation were reviewed; finding no discrepancies. Inflation test was audited during thirty two (32) units, in order to verify that the inflation test was properly performed; the inflation test was performed according to the test method stated in the manufacturing procedure; no deflated cuffs were detected during the thirty two (32) units tested. The most probable root cause was that the machine does not have air system to dry the thf of the valve and pilot balloon joint. This produces leaks between valve and pilot balloon due to the lack of drying of the thf.

Event description:
Information was received indicating that an air leak to the cuff of a smiths medical portex® cuffed blue line ultra® suctionaid was noted. There was reported "medical treatment" with no reported adverse effects.

Manufacturer narrative:
Report source: (B)(6). One portex® suctionaid soft seal cuff tracheostomy tube was returned for analysis in used condition. Visual inspection was performed under normal conditions finding no discrepancies. A syringe was used to inflate the cuff, inflation line and pilot balloon of the sample as it was submerged under water in order to verify for leaks; leak was detected between pilot balloon and valve; bubbles were detected. Relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. A review of the manufacturing process was conducted, in order to verify that there are no situations or practices that could create the event as described in "description of non-conformance" section. Cuff assembly operation and inflation line assembly operation were reviewed; finding no discrepancies. Inflation test was audited during thirty two (32) units, in order to verify that the inflation test was properly performed; the inflation test was performed according to the test method stated in the manufacturing procedure; no deflated cuffs were detected during the thirty two (32) units tested. The most probable root cause was that the machine does not have air system to dry the thf of the valve and pilot balloon joint. This produces leaks between valve and pilot balloon due to the lack of drying of the thf.

Event description:
Information was received indicating that an air leak to the cuff of a smiths medical portex® cuffed blue line ultra® suctionaid was noted. There was reported "medical treatment" with no reported adverse effects.